Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced hypoglycemic symptoms and noticed the cgm was reading 181 mg/dl, but no blood glucose reading was reported. Later the patient loss consciousness and was convulsing. An ambulance was called by the reporter and the patient was brought to the hospital. At the hospital a fingerstick was taken by a nurse, and the blood glucose reading was low. The patient was treated with intravenous glucose 20% infusion and was admitted into the hospital for a total of 4 days. The patient was in good condition at the time of report. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.